Manufacturer narrative:
Follow-up for additional information regarding this explant are currently is currently in progress. The root cause of this event cannot be determined at this time. However, there has been no allegation or indication of a device malfunction and/or deficiency. If any new information becomes available, a supplemental report will be submitted accordingly. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received information that a aortic pericardial valve was explanted after an implant duration of four (4) months due to unknown reasons. Another edwards valve was implanted in replacement. No other details are available at this time.

Manufacturer narrative:
Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. The reported event was not confirmed; however, it has been determined that the root cause of this event was due to patient related factors. The surgeon indicated that there was no device malfunction and the edwards valve did not cause or contribute to the event.

Event description:
Edwards received information that this aortic pericardial valve was explanted after an implant duration of four (4) months due to infective endocarditis. Another edwards valve was implanted in replacement. The device will not be returned for evaluation as it was discarded at the hospital. The type and source of infection were not reported. The surgeon indicated that there was no device malfunction and the edwards valve did not cause or contribute to the event.